Event description:
Pair of textured saline-filled breast implants for cosmetic augmentation in 1999. Suddenly lost left breast volume over a few days without recent trauma or "pop sensation" in 2001. Felt rippling as implant deflated. Surgical removal/replacement in 2002.